Manufacturer narrative:
Efforts to obtain additional information have been made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected due to high pacing and shock impedance measurements with this right ventricular (rv) lead. This was detected when the device was attempting to deliver a shock. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating this patient was deceased at the time the alert was detected for high shock impedances when the device was attempting to deliver a shock. An alert for high pacing impedances was also detected. The high shock and pacing impedances were detected when the physician disconnected the lead from the device header. The local area sales representative confirmed there were no allegations linking the device system to the patient's death. The cause of death was unknown. The device was removed from the patient, however it is unknown whether it will be returned or if it was given to the patient's family. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.